Manufacturer narrative:
Date rec'd from MFR: 09oct2019. Additional information has been received that the ventilator's touchscreen was functioning as intended at the time of the navigation ring malfunction. This indicates that the ventilator could still be fully operated through the touchscreen even with a faulty navigation ring. Based on this information, this is no longer an MDR reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a failed navigation-ring. There was no patient involvement.